Manufacturer narrative:
On (B)(6) 2018. On (B)(6) 2018. The customer reported that the alleged condition was not duplicated. The customer reported that the ventilator would not go on standby mode. The product support engineer (pse) troubleshot the issue with the customer over the phone. The customer was advised to replace the solenoid 2 & 4 and to perform flow testing to see if the flow sensors are in specifications. The current version of the v60 service manual and a copy of the service "bulleting" regarding the new steps for running the performance verifications tests were emailed the customer. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
The customer reported that during patient use, the ventilator "become" inoperable. The patient was transferred to an alternate ventilator as a result of the event occurred. It is unknown if there was a negative impact to the patient. The event date was not specified; estimate used.

Manufacturer narrative:
B.4: 15jan2019. G.4: 18dec2018. The customer reported that the ventilator issued a rebreathing risk alarm after the auto zero solenoid was replaced. The customer also reported that the air flow measures 211 liters per minute (lpm) at 10 lpm set point. The product support engineer recommended replacing the flow sensor assembly. No parts were returned to philips for failure analysis, therefore, a root cause could not be established. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
B4: 31jan2019. G4: 23jan2019. The customer reported that the ventilator was repaired and returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.